Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that through ongoing follow up visits the right ventricular (rv) lead had shown chronically elevated pacing thresholds. It was noted that cardiac resynchronization therapy defibrillator (crt-d) had reached recommended replacement time (rrt) prematurely due to an ongoing elevated rv capture threshold. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the helix exceeded specification for the number of turns to extend and retract. The distal low voltage electrode of the lead was covered with a white substance. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted no insulation breach or conductor fracture in-vivo was observed on partial of product returned. Visual inspection found the driveshaft lug being stuck on the retraction stop and this is a lead performance failure. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.